Event description:
It was reported that during the procedure once the stent (subject device) was inserted in the microcatheter, in the middle of the ascent inside the same microcatheter, the stent (subject device) was released, without friction. The pusher was seen and the stent (subject device) was not seen. The procedure was canceled and rescheduled. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to manufacturer.

Event description:
It was reported that during the procedure once the stent (subject device) was inserted in the microcatheter, in the middle of the ascent inside the same microcatheter, the stent (subject device) was released, without friction. The pusher was seen and the stent (subject device) was not seen. The procedure was canceled and rescheduled. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed and intact, the sdw (stent deliver wire) and introducer sheath were not returned for analysis. A functional test was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed based on device analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received indicated that the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as normal. The stent portion of the device was returned for analysis, the stent was found to be deployed and intact, the introducer sheath and sdw- stent delivery wire were not returned for device analysis. The as analyzed as well as the as reported codes listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.